Event description:
Patient was revised to address osteolysis, poly wear, and loosening of the tibial tray at the cement/bone interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. Based on the inability to determine a root cause, the need for corrective action was not indicated. Review of the device history records and/or a complaint database search was not possible for the depuy cement as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.